Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis from (B)(6) 2014. Blood glucose level at the time of the admission was over 600 mg/dl. Customer stated that she has previously has surgery. Customer stated that she was treating with manual insulin injections and was not wearing the insulin pump at the time of the incident. Customer had been disconnected for a few days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report 3004209178-2014-96807 regarding the malfunction.